Manufacturer narrative:
Additional information: g3 correction: b1, "removed intervention req" in b2, h1 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: lf1837, blunt tip sealer divider lf1837 (lot#unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during total laparoscopic hysterectomy (tlh) and right salpingo oophrectomy, peritoneal attachments were dissected, a bladder flap was created right to left and dissected distally with difficulty: dense vesicouterine fibrosis. Right sided uterine vessels were cauterized with ligasure as they appeared larger than 7-mm. Left uteroovarian ligament and left uterine vessels were sealed and divided with ligasure. Anterior vaginal fornix was entered with active blade of sonicision. The surgeon recognized a small bladder injury. Cystoscopy confirmed small defect. Laparoscopic repair was performed with 2-0 v-loc. Cystoscopy was again performed and the closure confirmed to be watertight. Adverse event was not related to the sealer and but related to study procedure and dissector.